Event description:
The customer reported that both analog and digital peep readings dropped to zero cmh20 intermittently. The nellcor puritan-bennett customer support engineer verified the peep fluctuations, inspected the device, and replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.